Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2015 with the following findings: -black box shows no evidence of short battery life, consecutive alarms are observed on (B)(6) 2015. Returned battery cap and test cartridge cap were used during investigation. The alarm is defined as language file corruption while retrieving the language text. The audio bolus button cover and the slug contact are detached and missing.. ¿ez-prime¿ steps were performed correctly; all currents draws are within spec, unable to duplicate ¿short battery life¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the cgm module, or to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.